Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) unit pump failed the drive manifold leak test. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field- d5, d4, e1 (initial reporter name and email), e2, e3, e4,g2, h6-medical device ¿ problem code. The fse replaced the drive manifold assembly and pim. The unit passed all functional and safety tests then returned unit back to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. Fat wayne. The failure analysis and testing dept. Received parts associated with this complaint. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat dept. Installed drive manifold assembly into the cardiosave test fixture and tested the to factory specifications per the cardiosave service manual. The fat dept. Performed the drive manifold leak test. The drive manifold failed the vacuum leak differential leak test with a result of 77mmhg. The factory specification is 25mmhg. The drive manifold also failed the pressure leak differential test with a result of 130mmhg. The factory specification is 55mmhg. The drive manifold failed testing. The fat dept. Then installed pneumatic module assy into the cardiosave test fixture and tested the pneumatic module to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. The pneumatic module passed the all manifold test. The pneumatic module passed testing. The most probable root cause is component reliability.